Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing across renal artery during an open nephrectomy, the stapler was able to fire, but patient¿s side of staple line did not form and led to blood loss of 500cc or more. It was also stated that central staple line was incomplete. They sutured and oversew staple line to complete the case.